Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02684. It was reported that wire fracture occurred. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During rpm testing, it was noted that the wire snapped at the burr outside the patient. The rotawire was replaced with another and could not pass through the existing burr. The burr was then changed and the wire passed through successfully. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotalink burr catheter and rotawire; however, the advancer was not returned for product analysis. The handshake connection, sheath, coil, and burr were microscopically and visually inspected. There were numerous kinks in the sheath. The annulus was damaged, flared and not round. The damage is consistent to damage from interaction with the rotating burr coming into contact with the guidewire during preparation/platforming leading to the damaged annulus and fractured guidewire. Functional testing was performed. The rotawire could not be inserted through the burr due to the damage to the annulus. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02684. It was reported that wire fracture occurred. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During rpm testing, it was noted that the wire snapped at the burr outside the patient. The rotawire was replaced with another and could not pass through the existing burr. The burr was then changed and the wire passed through successfully. No patient complications were reported.